Manufacturer narrative:
Manufacturer updated to proper value.

Manufacturer narrative:
No parts were returned to site.

Event description:
Medtronic received information regarding a navigation system being used in a cranial biopsy. It was reported that one screw from the external base brocket broke and was not possible to screw it out. The health care professional (hcp) had to use a lot of force to get it out which then broke the screw head off. There was less than an hour in delays. No impact on patient outcome.